Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was discovered that the device had stored episodes of right ventricular lead noise. The noise was not reproducible via isometric testing, arm movement, or pocket manipulation. The lead impedance, sensing, and capture were otherwise normal. The lead was reprogrammed to address the anomaly. The patient was in stable condition throughout the event.